Event description:
As reported by the user facility: "this is to advise that the incident has occurred again with the primary IV line. A rims was done again. Unfortunately this time the chemo was really underway and we had a chemo spill, small amount since the patient realized it early. But something needs to be done with these tubings to prevent this from happening again."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.